Manufacturer narrative:
Retainer ring= black. Case type = ngp. The device was returned for prime/fill anomaly found on october 15, 2022. Device history and trace files downloaded successfully using thus software. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No prime fill anomaly noted during testing. No prime/fill alarms noted in the devic emory history/trace files. Device was cut open to perform visual inspection and found moisture damage on the electric board motor, and force sensor. Test p-cap/reservoir locks properly into place. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, cracked case behind the device at the battery compartment, cracked battery tube threads, serial number label fading, end cap address label missing, missing display window cover, scratched case, pillowing keypad overlay, and corroded battery tube. Prime/fill anomaly not confirmed during testing. Moisture found on electric board , motor, and force sensor.

Event description:
It was reported that product was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that there was an issue during the priming process. Customer stated that changed the infusion set system but did not pass the load reservoir screen. Troubleshooting was performed and found that the customer was not able to exit the load reservoir process or preparing to prime loop. The customer did not receive complete status with next highlighted on the screen. No harm requiring medical intervention was reported. The customer will discontinue the use of the device.